Event description:
The hospital reported an incident involving a video monitor that was placed on an existing wall-mount and not secured by the olympus sales representative. During the set-up for a procedure, the physician requested the nurse to re-orient the direction of the monitor. As the nurse attempted to re-orient the monitor, the mount shifted and the monitor fell, injuring the nurse who sustained a bump to the head and strained muscles in their neck. The nurse was subsequently taken to the emergency room for medical intervention. The medical intervention used to treat the nurse is unknown. The nurse was released the same day and is reportedly fine.